Event description:
The device was returned for analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific crm received information that the patient implanted with this device had presented to the hospital with chest pain. The patient reported the device may have delivered a shock. Upon interrogation, it was noted the device had reached end of life (eol) battery status. Eol was reached with a battery voltage of 2.65v and a charge time greater than 30 seconds. The device was later explanted. This device is included in the mid-life display of replacement indicators product update. No adverse patient effects were observed.